Event description:
It was reported the patient presented for a post-implant check. Review of the electrograms indicated the right atrial lead was dislodged, and this was confirmed by x-ray. A lead revision surgery was performed and the atrial lead was successfully repositioned. While the physician was closing the pocket, the lead became dislodged again. The lead was explanted and replaced, and the patient was in stable condition following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.